Event description:
It was reported that patient had the device explanted due to device was not providing relief. The patient was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-70, serial number: (B)(6), batch/lot number: 7070998, model/catalog description: artisan lead 70 cm, unique identifier (UDI) #: (B)(4). Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50, serial number: (B)(6), batch/lot number: 21101611, model/catalog description: coveredge 32 surgical lead kit 50 cm, unique identifier (UDI) #: (B)(4). Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50, serial number: (B)(6), batch/lot number: 356017, model/catalog description: spectra wavewriter ipg kit, unique identifier (UDI) #: (B)(4).